Event description:
It was reported that the patient was no getting effective therapy. As a result, surgical intervention took place where the patients leads were explanted and replaced. Therapy restored. Related manufacturer reference number: 3006705815-2023-02000.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.